Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) and a patient. The patient reported that they were having discomfort at their pocket site. It was noted that the implantable neurostimulator (ins) was tilted and was catching on chairs. The patient stated that the pocket was very sore at their 6-week post-op appointment. They felt like the ins would move and stick out. The patient wanted the ins to be deeper under their skin. It was indicated that the patient had their pocket revision on (B)(6) 2020. It was noted that the physician made the pocket deeper and placed the ins slightly lower than it was previously. The issue was resolved at the time of the report. No further complications were reported or anticipated.